Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had an atrial lead warning, which actually was the left ventricular lead in the atrial port. It was unknown as to how the lead is connected whether it is connected directly into the device or if this one and a second lead are adapted together. Multiple follow-up attempts yielded no further information. Both leads remain in use. No patient complications have been reported as a result of this event.